Event description:
During preventive maintenance by a baxter technician, a flo-gard infusion pump was found with a battery low alarm; this condition had the potential to interrupt delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The condition of a flogard infusion pump battery low was discovered and confirmed during evaluation. The cause of the reported condition was determined to be a defective main battery. The main battery was replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device has been serviced once prior to this event for recertification. During recertification on (B)(6) 2009, (B)(4) occurred on power up and swollen batteries were discovered. The main batteries were replaced.